Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was removed due to a (B)(6) infection at the ipg site. The physician decided not to remove lead paddle due to exposure to spine. The patient was hospitalized and treated with IV antibiotics. The patient is healing well.

Event description:
Follow up information identified the issue is resolved.